Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are having issues; that they are having flutterings and spells with it. It makes them feel like crap. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.